Event description:
It was reported by service report that the IV pole was damaged with exposed sharp edges. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
IV pole.